Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to unknown blood glucose issues. No further information was provided. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The reservoir was not returned for analysis.